Manufacturer narrative:
An event of dyspnea and congestive heart failure due to prosthetic valve stenosis after more than four years of implant and patient death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis also could not be confirmed as the valve was not returned for histopathological examination. It is unknown whether the patient underwent any additional intervention such as a repeat surgical aortic valve replacement of a transcatheter valve-in-valve intervention to address the svd. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report #mw5144860 received that states "my husband, "(B)(6)," born on (B)(6) 1942 received a valve replacement on (B)(6) 2018. It failed and deteriorated and he died on (B)(6) 2023. Abbott trifecta tissue heart valve; "st jude medical center". Serial no: (B)(6), model t5-25a; 1-800-344-5833. It don't have access to medical records. My husband was admitted to (B)(6) medical center on (B)(6) 2023 and died on (B)(6) 2023. Hospital address and phone: (B)(6), phone (B)(6). There were multiple tests." It was reported that on (B)(6) 2018, a 25mm trifecta valve was implanted during an aortic valve replacement. It was later reported on (B)(6) 2023, the patient presented to the hospital with dyspnea and congestive heart failure due to prosthetic valve stenosis. Prosthetic valve stenosis was confirmed in echocardiography with high gradient, mean gradient of 56 mmhg, and a velocity of greater than 4.6 m/sec. It was reported the patient passed away on (B)(6) 2023 due to acute on chronic congestive heart failure.